Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced a fall. Diagnostic system testing indicated multiple high impedance values. Patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention took place during which the lead was explanted and replaced. Post-operatively, patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.